Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a crt-d replacement procedure, noise was observed on a lead. The lead was capped and replaced. The patient had no adverse consequences.